Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: clinical support specialist (css) visited the customer to address the reported event. During inspection, css observed the daily operation of the instrument. The customer provided examples of samples from a previous run that showed the problem. The customer had run 10 samples in duplicate and 3 out of the 10 did not agree. The customer ran 16 samples in duplicate that day and all samples agreed. Css reviewed the customer's processes for sample collection and found no deficiencies. When the customer finds a sample result believed to be erroneous, the customer checks the sample tube for fibrin and if there is none, the sample is re-run with the same result or sometimes higher. The testing area is within the temperature specifications along with the humidity level. The substrate was reconstituted according to requirements and the diluent and wash was reconstituted within 30 days. The customer uses cap 1 type water for all reconstitutions and bleach for maintenance. They also use pre-racked tips with no issues in the integrity of the tips. Css was unable to determine the cause of the imprecision of patient results. The customer feels that they should have gotten additional replacement reagents due to having to revalidate the system because the detector was replaced. The clinical support training manager (cstm) requested ten (10) free triiodothyronine (ft3) replicate samples to be tested at the tosoh quality assurance (qa) lab for correlation with a different aia-900 instrument. The samples were run on aia-900 instrument, serial number (B)(4) using st aia-pack ft3 lot i617684 and tosoh mac quality control (qc) level 1 and ft3 aia-pack calibrator lot i734501 level 2 per request. Prior to running the replicate samples, the aia-900 was calibrated without any issues. Mac quality controls were run and recovered within expected results. The precision test results for the tosoh mac quality control (qc) level 1 and ft3 aia-pack calibrator level 2 samples resulted in coefficient of variation (cv%) of 3.4% and 3.8%, respectively. These results were within the less than 10% cv as stated in the free triiodothyronine st aia-pack ft3 analyte application manual. The qa lab was unable to confirm the claim that the low end ft3 reproducibility was poor. Qa lab ft3 precision testing: (B)(6). A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were three (3) similar complaints, including this complaint, found during the searched period. Free triiodothyronine st aia-pack ft3 analyte application manual states the following: total precision: total precision was determined by the duplicate assay of three controls in 20 separate runs. The means of each run were used to calculate the standard deviation (sd) and coefficient of variation (cv), which resulted in %cvs of 6.9%, 4.8%, and 3.6% respectively. Free triiodothyronine st aia-pack ft4 analyte application manual states the following: total precision: total precision was determined by the duplicate assay of three controls in 20 separate runs. The means of each run were used to calculate the standard deviation (sd) and coefficient of variation (cv), which resulted in %cvs of 4.9%, 3.5%, and 2.4% respectively. The most probable cause of the reported event could not be determined. The results could not be duplicated.

Event description:
A customer reported during a customer care visit that patient samples have been imprecise on free triiodothyronine (ft3) and free thyroxine (ft4) on the aia-900 instrument. The customer stated that the original result was below the range with the repeat result within the reference range. There was no indication of patient intervention or adverse health consequences due to the discrepant free thyroxine (ft4) and free triiodothyronine (ft3) patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a clinical support specialist (css) visited the customer to perform precision testing for free triiodothyronine (ft3) on the aia-900 instrument. The css ran a patient pooled sample with the serum of one patient that had a target value of 2.0 pg/ml. The sample had been tested on (B)(6) 2018 with a result of 2.02 pg/ml. The css tested a sample size of 20 after having dispensed enough sample into sample cups for all runs. The css immediately repeated the samples and then repeated the same samples two hours later. The samples were left at room temperature between runs but were capped to prevent evaporation. The results of each run were the following: initial run: mean (m)= 2.023 pg/ml, standard deviation (sd): 0.082 pg/ml, coefficient of variation (cv): 4.1%; immediate repeat: m = 2.041 pg/ml, sd: 0.075 pg/ml, cv: 3.7%; 2 hr repeat: m= 1.985 pg/ml, sd: 0.095 pg/ml, cv: 4.8%. The results of the twenty samples for the initial, immediate repeat, and 2-hour repeat results respectively were the following: sample 1: 1.95 pg/ml, 1.9 pg/ml, 1.88 pg/ml; sample 2: 1.83 pg/ml, 1.88 pg/ml, 1.89 pg/ml; sample 3: 1.88 pg/ml, 1.98 pg/ml, 1.98 pg/ml; sample 4: 2.05 pg/ml, 2.07 pg/ml, 2.06 pg/ml; sample 5: 2.04 pg/ml, 1.95 pg/ml, 2.02 pg/ml; sample 6: 2.01 pg/ml, 2.09 pg/ml, 1.97 pg/ml; sample 7: 2.07 pg/ml, 2.05 pg/ml, 2.03 pg/ml; sample 8: 1.92 pg/ml, 2.06 pg/ml, 1.97 pg/ml; sample 9: 1.98 pg/ml, 2.1 pg/ml, 2.01 pg/ml; sample 10: 2.09 pg/ml, 2.08 pg/ml, 1.91 pg/ml; sample 11: 2.11 pg/ml, 2.12 pg/ml, 2.15 pg/ml; sample 12: 2.04 pg/ml, 1.97 pg/ml, 2.14 pg/ml; sample 13: 2.1 pg/ml, 2.06 pg/ml, 1.95 pg/ml; sample 14: 2.06 pg/ml, 1.96 pg/ml, 2.04 pg/ml; sample 15: 1.96 pg/ml, 2.04 pg/ml, 2.06 pg/ml; sample 16: 2.0 pg/ml, 2.11 pg/ml, 2.09 pg/ml; sample 17: 2.12 pg/ml, 2.08 pg/ml, 1.78 pg/ml; sample 18: 2.13 pg/ml, 2.14 pg/ml, 1.95 pg/ml; sample 19: 2.05 pg/ml, 2.07 pg/ml, 1.97 pg/ml; sample 20: 2.08 pg/ml, 2.11 pg/ml, 1.84 pg/ml. The investigation performed by the css could not duplicate the customer's concern of imprecision on ft3 patient samples. The customer has declined to provide actual patient results and/or samples for further investigation.